Event description:
It was reported that the sensor glucose reading and the blood glucose reading had huge differences. The blood glucose reading was 44 mg/dl compared with the sensor glucose reading of 264 mg/dl. The customer followed proper calibration protocol and had been wearing the sensor for 2 days; however, it was inserted in the leg. The customer delivered bolus without checking with a blood glucose meter. It was also noted that the insulin pump alarmed weak signal very often. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.